Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined. As the qc recovery was acceptable, there was no indication of a reagent or instrument issue.

Manufacturer narrative:
The field service engineer checked the analyzer but did not find any issues. The investigation is ongoing. This event occurred in (B)(6).

Event description:
The initial reporter received a questionable elecsys total psa immunoassay result for one patient from the cobas 6000 e 601 module. The initial result was 89.49 ng/ml and was reported outside of the laboratory. The repeat result was 4.99 ng/ml and was compatible with the patient's history. The reagent lot number was 46056201 with an expiration date of 31-jul-2021.